Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring inpatient medical management. Review of the available device history identified no malfunction alerts and no motor errors indicating inaccurate insulin delivery relative to delivery requests. Device history demonstrated that alerts were generated appropriately and the ilet adjusted insulin delivery in response to cgm glucose values as intended. A log review noted that only 3 units of insulin were used to prime the tubing, indicating the tubing may not have been completely primed, however the user denied any visible infusion set issues. Following the event, the device underwent a factory reset, firmware update, and the user received retraining on cartridge changes, filling tubing, responding to alerts, meal announcements, and hypoglycemia treatment. Based on the available information, no device malfunction was identified, and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 24-jun-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl resulting in diabetic ketoacidosis (dka). The user was hospitalized for glucose management. No additional hospitalization details or long-term health effects could be confirmed despite follow-up attempts.